Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. No goods have been received for further investigation. The received device logs confirm the reported event and the fault could be traced back to (B)(6). Therefore the ¿date of event¿ will be adjusted to (B)(6) 2020. Experience from historical investigations are that the delta pressure transducer on a printed circuit board inside the gas module will be affected by the moisture in the air. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The hospital has admitted that the source of moisture/water into the air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Based on the information above this complaint will be closed. Thank you for your patience in this matter.

Event description:
It was reported that the compressor had accumulated water which resulted in water ingress to ventilator's air module. The patient involvement is unknown. Manufacturer ref.#: (B)(4).